Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve in a previously implanted 25 mm non-medtronic (bicor) surgical aortic valve, a pre-dilation was performed using a 23 mm by 4 mm non-medtronic (cristal) balloon. Following the implant of the valve, no post-dilation was performed, and the implant depth was approximately 10 mm. A post-implant echocardiogram revealed no paravalvular leak (pvl) with a one digit gradient. Following the implant procedure, the patient was prescribed a non-steroidal anti-inflammatory drug (aspirin). Approximately 7 months following the implant of the valve, the patient presented with unspecified symptoms. A computed tomography (CT) scan was performed that revealed thrombus on one of the valve leaflets. Subsequently, the patient was hospitalized and was started on anticoagulation (apixaban). It was reported that the patient's condition is stable. Additional information was received indicating that it is not known exactly when the thrombus formed as the patient only underwent tests after presenting with shortness of breath and fatigue. The final implant depth of the transcatheter valve was approximately 10-13 mm from the surgical valve ring. The valve gradient was 3 mmhg at discharge. A mean valve gradient of 37 mmhg was noted when the thrombus was detected. According to the reporter, the patient is an alcoholic and was not adhering to the prescribed dosage of aspirin.

Manufacturer narrative:
Additional information: a1, b5 (second paragraph), and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: post implant computed tomography (CT) imaging were provided from (B)(6) 2025. Poor image quality due to noise and motion artifact. The evolut implant appears deep, with measurements as follows: left coronary cusp (lcc) at approximately 7.8 millimeter (mm), non-coronary cusp (ncc) at approximately 9.6 mm, and right coronary cusp (rcc) at approximately 12.6 mm. There is a possible finding of halt (hypo-attenuated leaflet thickening), plaque, or thrombus within the transcatheter aortic valve (tav) frame, located about 17.0 mm from the evolut inflow near the ncc/lcc. Post implant CT imaging provided from (B)(6) 2025. No thrombus seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve in a previously implanted 25 mm non-medtronic surgical aortic valve, a pre-dilation was performed using a 23 mm by 4 mm non-medtronic balloon. Following the implant of the valve, no post-dilation was performed, and the implant depth was approximately 10 mm. A post-implant echocardiogram revealed no paravalvular leak (pvl) with a one digit gradient. Following the implant procedure, the patient was prescribed a non-steroidal anti-inflammatory drug. Approximately 7 months following the implant of the valve, the patient presented with unspecified symptoms. A computed tomography (CT) scan was performed that revealed thrombus on one of the valve leaflets. Subsequently, the patient was hospitalized and was started on anticoagulation. It was reported that the patient's condition is stable.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.